Event description:
A physician reported a hakim valve (ID (B)(6)) was implanted on (B)(6) 2024 with setting 190mmh20 and the procedure performed was ventricular pleural shunt. The patient experienced issues with overdrainage to underdrainage and computed tomography (CT) scan confirmed it. The patient experienced headaches and lethargic neurologic changes. The valve was severed from siphonguard. Therefore, it was removed on (B)(6) 2024 and placed with external ventricular drainage (evd).

Manufacturer narrative:
The hakim valve (ID (B)(6)) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to a sharp or pointed object or a knock to the valve. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.